Manufacturer narrative:
Evenflo representatives performed a site inspection where the fire occurred in late february 2016 which provided the information needed to file this report. At that time, other electrical devices were observed in the home which could have caused and/or contributed to the fire. Due to the other products implicated, the inspection was postponed until all proper persons could be present for the inspection. The ac/dc adapter for this evenflo pump is a class 2 circuit, as defined in the national electric code. The adapter has an internal circuit to prevent any overvoltage or overcurrent from reaching the dc side of the transformer; therefore, such a condition cannot lead to high current and/or voltage at the wires as the circuit opens. Accordingly, evenflo has no reason at this time to believe that the pump's adapter caused or contributed to the house fire and this report is filed in an abundance of caution only. Once the second inspection is completed, evenflo will supplement this report.

Event description:
Evenflo received notice of a home fire in which it was alleged by the consumer's insurance company that an evenflo electric breast pump and/or its adapter may have contributed to the incident. No one was injured in the incident.